Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a malfunction the patient had his inflatable penile prosthesis (ipp) removed. Should additional information be received a supplemental report will be submitted.